Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed that the patient's pacemaker exhibited myopotential oversensing due to lead pin connector issue. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.